Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review was performed and it did not reveal any anomalies. The instructions for use states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all noted as potential risks associated with implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation. Reprogramming was attempted, however the issue did not resolve. The patient underwent an explant procedure. The patient was noted to be fully recovered post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation. Reprogramming was attempted, however the issue did not resolve. The patient underwent an explant procedure. The patient was noted to be fully recovered post operatively.